Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the unknown foreign material that was partially clogged in the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, unknown foreign material that was partially clogged in the nozzle was observed. The service repair technician assessed the condition but could not determine the cause of the failure. There was no patient involvement.